Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm or verify that there was an issue with the operation of the machine. The fss found no issues. The fss performed a field service checklist. As part of the field service checklist, the touch screen was re-calibrated and the fan filters on the power supply were cleaned. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's right operative eye. The wound required two unplanned sutures to close the incision. The procedure was completed. The surgeon performed a washout of the patient's anterior chamber at one day post-operative exam. The patient is expected to have a good outcome.